Manufacturer narrative:
(B)(4). Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(4), after implantation of the 29mm sapien 3 valve in aortic position by tf approach, extraction of the commander delivery system through the esheath was not able to be performed because (withdrawal) difficulties occurred, ¿even the radiopaque ring at the end of the introducer was damaged¿. The esheath was removed while leaving the commander delivery system inside of the patient. Once the esheath was removed, the commander delivery system was removed without clinical consequences for the patient.

Manufacturer narrative:
The minimum luminal diameter (mld) was 9mm with mild calcification and mild tortuosity. There was no volume retained in balloon prior to withdrawal. The delivery system was not coaxial prior to reentry into the sheath. The sheath was returned to edwards lifesciences after use in the procedure. The sheath shaft had a curve, likely due to return packaging of the device. No imagery was provided for review. The sheath was visually inspected. There was a kink in the sheath shaft 3.5¿ distal to the strain relief. The sheath liner was delaminated at the distal tip for a total length of 1¿ and the marker band was intact. There were no tears or stretching of sheath liner. Due to the nature of the complaint, no functional testing was able to be performed. As there are no dimensional specifications related to the complaint, no measurements were taken. The most relevant work orders for the reported complaint did not reveal any issues that could have contributed to this complaint. Review of history for the related lot number revealed no additional complaints for ¿sheath distal tip - liner delamination¿. A review of complaint history from september 2017 to august 2018 for the edwards esheath (all models and sizes) revealed similar complaints for ¿sheath distal tip ¿ liner delamination¿ with returned devices. The complaints were confirmed, but no manufacturing non-conformance were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend category. Therefore, no corrective or preventative action was required. A review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category of ¿damaged¿. Esheath IFU, commander delivery system IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for use of the esheath. No IFU/ training deficiencies were identified. During the manufacturing process, the esheath underwent the multiple processing and inspection. The sheath shaft was 100% inspected for tip damage, delamination, seam separation, wrinkles, scratches, kinks, or bends as well as circumferential surface damage, protruding or missing material, dents, or cuts. The sheath shaft was 100% inspected. It is visually inspected using minimum 3x magnification. These inspections were repeated 100% on the completed sheath assembly. Product verification (pv) testing was completed for the work order on a sampling basis. Pv testing includes visual inspection for seam separation as well as sheath expansion test, including inspection for sheath damage after expansion. All samples from the related work order passed pv testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed. A review of DHR, lot, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the cer, the delivery system was not lined up coaxially with the sheath tip when the delivery system was withdrawn. This would have increased the force required to withdraw the delivery system. In addition, withdrawal at an angle would put additional strain on the sheath, which could result in the delamination of the sheath liner. Available information suggests procedural factors (non-coaxial position of delivery system upon withdrawal) may have contributed to the complaint events; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limits, a product risk assessment escalation is not required. The complaint for ¿sheath distal tip - liner delamination¿ was confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors (non-coaxial position of delivery system upon withdrawal) may have contributed to the event. No labeling or IFU inadequacies have been identified. Since no manufacturing non-conformities were identified in the returned sample and occurrences rates do not exceed trend control limits, no further corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
As reported by our affiliates in (B)(6) after implantation of the 29mm sapien 3 valve in aortic position by tf approach, problems were encountered when trying to retrieve the commander through the esheath. There was not volume retained in the balloon, however, the delivery system got caught in the esheath. The radiopaque marker of the esheath was damaged but remained attached to the sheath. The esheath was removed together with the commander as a unit. Not cut down was necessary and the retrieval was done without clinical consequences for the patient.

Manufacturer narrative:
Per pre-deco evaluation, there was circumferential delamination of liner at sheath tip, ~1" in length. The marker band not dislodged, still attached to liner, fully encapsulated in adhesive.